Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 600 mg/dl and an insulin injection was administered. Due to the high bg level, the customer was hospitalized and was treated with fluids and fast acting insulin. The customer was discharged 2 days later and the bg issue was resolved. There was no device issue reported.